Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (2.64 vs. An expected result < 0.012 ng/ml) from a single patient sample processed on the vitros 5600 system. The affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeat tested the sample as the affected result was questioned by the health care provider. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros 5600 system. An ocd fe performed service actions to multiple subsystems of the analyzer. Acceptable performance was obtained following these service actions. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely assignable cause was determined to be instrument related. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence to suggest that a reagent related issue contributed to the event.